Event description:
The device was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit exhibited a cassette misloaded error and fva secondary pin was stuck in the open position. Removed fva assembly and verified the fva pins were seated properly and aligned. The fva secondary pin had debris. Cleaned fva pins and channels. Reinstalled fva assembly and performed valve home test, the unit passed. Performed a mock infusion and cassette misloaded error no longer is present. Fva lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "the pump with serial number (B)(6) was reported to us as nonfunctional, displaying a "service required" message. However, at this current time, the unit powers on normally and shows no messages or indications that it is not ready for patient use. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.